Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered contributory to the hypoglycemia.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had symptoms of moderate disorientation and moderate sweating. Her blood glucose (bg) was 42 mg/dl . Her husband had treated her with several glasses of orange juice and glucose gel. Reports she passed out at home last night after being treated, husband called 911 and bg was 42 mg/dl when checked by paramedics. She was not treated by paramedics at her home, but was given IV glucose in the ambulance. Reports she was taken to the emergency room (ER) last night, given glucose IV, kept in for a few hours until bg reached 121 mg/dl. Customer support (cs) review of bolus history indicated that patient gave a double bolus yesterday afternoon . Cs advised to always check the bolus history if she is unsure how much was delivered initially before she programs another bolus. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia after inadvertently giving herself a double bolus.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/16/2015: the device was returned to animas and evaluated by product analysis on 08/22/2015 with the following results: the black box contains dates from 6/15/2015 to 6/23/2015. Black box and histories for issue reported on 11/23/2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. A user error was reported. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.